Event description:
The event occurred during coiling of an anterior communicating artery aneurysm. It was reported that after several repositionings of the subject device, it detached prematurely. The coil was retrieved with an in-time retrieval device and the procedure was completed with other coils. The pt developed cerebral ischemia, and is still hospitalized.

Manufacturer narrative:
The subject device is not available for eval because it was thrown away by the user facility. A review of the device history record will be performed by the MFR and a supplemental report will be submitted at this time.